Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, specifically showing 26 units when the caller expected 91.88 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the importance of removing air from the cartridge before filling it, which the caller understood, but the caller chose not to load a new cartridge and decided to continue using the current one, planning to follow up if necessary.